Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Conclusion: the oversensing episode recorded on (B)(6) 2013 was related to the pacemaker hardware specifications leading to a transient phenomenon which could only occur upon activation of the rate response feature (with mv sensor). Normal operation of the pacemaker has been observed after this event. This pacemaker can remain implanted without further action.

Event description:
A one-week psot implant check, an unknown noise sensing pattern was confirmed in a stored v burst episode. This episode was recorded on the day of implantation ((B)(6) 2013). An explanation is requested.